Event description:
The patient reported that he believed his computer monitor and that of a co-workers may have been interfering with his device. He indicated he had been using the computer for months with no problems then started feeling "weird" when he moved in close. Both monitors were replaced and patient has not noticed the problem again. The patient mentioned to a doctor about one shock he received, but he understood it related to a fast heart rhythm. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.